Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 470 mg/dl at time of incident. Customer also experienced different blood glucose level of 200 mg/dl. Customer stated that cannula was bent. The customer experienced chest pains and nausea. The customer did not provide information about any other symptoms and treatment. The insulin pump will not be returned for analysis.